Manufacturer narrative:
Batch review performed on 06 april 2021: lot 146616: (B)(4) items manufactured and released on 20-may-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the sphere insert flex left 14mm s5 with a gmk-sphere tibial insert - flex s5l - 17 mm to give the patient more stability 5 years and 3 months after primary. The surgery was completed successfully.